Event description:
"Customer's wife called stating her husband was on the chair showering and he said the chair split all the way across. He did not fall as he grabbed on to he grab bar in the shower." No alleged injury.

Manufacturer narrative:
(B)(6) - no RMA has been initiated for this issue. Model 9780, serial number/date code is unknown. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The female consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.